Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump malfunctioned and the patient did not receive any of the chemotherapy. The pump reflected that is was running at a rate of 5.5 and noted volume infused of 250ml. There was no patient injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that a faulty expulsor was a probable, but unconfirmed cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing during the investigation, no device history review was performed. Per service history review this device has not been in for service previously.